Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: customer returned seven (7) loose 0.3ml insulin syringes. Consumer reported that the needle shield was difficult to remove and needle hub separated and stayed inside of the shield. All seven returned samples were examined, and it was observed that all seven syringes exhibited a separated needle hub/shield assembly; no damage to the barrel tips was observed. It was observed that only six separated needle hub/shield assemblies were returned. A review of the device history record was completed for batch# 9324120. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported that the needle shield was difficult to remove. Needle hub separated and stayed inside of the shield. Lot #: 9324120 catalog #: 328512

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported that the needle shield was difficult to remove. Needle hub separated and stayed inside of the shield. Lot #: 9324120, catalog #: 328512, date of event: unknown.